Event description:
A pt with a history of spinal stenosis underwent a first time bilateral open standard laminectomy at the l4-l5 level. Adcon was coadministered along with celestone soluspan (a steriod solution). Four days later, the pt reported a positional headache. At that time, the pt denied any local wound swelling. On the 6th or 7th post-op day, the pt was seen in the clinic. At that time, the pt presented with a positional headache and seroma. On post-op day 8 or 9, an epidural blood patch was administered. The headache and seroma resolved. Reoperation was not required.